Manufacturer narrative:
Iris field service engineer evaluated the instrument and confirmed the leak was coming from a loose fitting connecting the tubing from the probe to the color, clarity and specific gravity module (cgm). The fse replaced and reconnected the tubing. The fse reran controls and the controls passed, the system was operational. Bec internal identifier for this report is (B)(4).

Event description:
The customer reported a contained probe leak coming from the probe assembly. The customer was wearing ppe at the time of discovery. There was no exposure to the leak and no injuries. No erroneous results were generated or reported out of the lab.

Manufacturer narrative:
Upon revision of the device manufacture date changed from 04/25/2015 to 04/25/2013.